Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. The most recent information was received on 15-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("salpingectomy and conservative hysterectomy to remove essure") in a female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain/multiple joint pain"), paraesthesia ("paraesthesia"), hypotension ("hypotension"), weight increased ("weight gain") and headache ("very violent headache"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of inserts by salpingectomy and conservative hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, arthralgia, paraesthesia, hypotension, weight increased and headache outcome was unknown. The reporter provided no causality assessment for arthralgia, headache, hypotension, medical device removal, myalgia, paraesthesia and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and conservative hysterectomy to remove essure (seen as medical device removal), serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clearly informed the reason for device removal. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("salpingectomy and conservative hysterectomy to remove essure") in a female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain/multiple joint pain"), paraesthesia ("paraesthesia"), hypotension ("hypotension"), weight increased ("weight gain") and headache ("very violent headache"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of inserts by salpingectomy and conservative hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, arthralgia, paraesthesia, hypotension, weight increased and headache outcome was unknown. The reporter provided no causality assessment for arthralgia, headache, hypotension, medical device removal, myalgia, paraesthesia and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: this case was considered as a duplicate of (B)(4) by the heath authority. All information from this case was transferred to the remaining case and this case will be deleted from bayer database. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and conservative hysterectomy to remove essure (seen as medical device removal), serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clearly informed the reason for device removal. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal("salpingectomy and conservative hysterectomy to remove essure") in a female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain/multiple joint pain"), paraesthesia ("paraesthesia"), hypotension ("hypotension"), weight increased ("weight gain") and headache ("very violent headache"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of inserts by salpingectomy and conservative hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, arthralgia, paraesthesia, hypotension, weight increased and headache outcome was unknown. The reporter provided no causality assessment for arthralgia, headache, hypotension, medical device removal, myalgia, paraesthesia and weight increased with essure. Further company follow-up with the regulatory authority is not possible. This non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and conservative hysterectomy to remove essure (seen as medical device removal), serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clearly informed the reason for device removal. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.